Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained right ventricular oversensing (nsrvo) episodes were observed on merlin.net. Abbott technical support recommended turning off the lfa filter to eliminate myopotential oversensing. However, once the lfa filter was programmed off, myopotential oversensing was still observed so right ventricular (rv) lead damage was suspected. Further lead evaluation was recommended. No intervention was performed at this time. The patient was stable.